Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that there were complications that occurred at the implant which was (B)(6) 2014. It was stated that the surgery to implant the pump caused temporary paralysis of the patient¿s left leg and permanent nerve damage, and that the patient¿s feet burned constantly every day all day. It was noted that the temporary paralysis was in the left leg and the patient couldn't walk, couldn't move it, and was in a wheelchair for about a month. The patient now could walk again, move the left leg, and lift it a little bit as that recovered but the nerves did not recover and the patient was still getting the burning. It was noted that the patient¿s healthcare professional (hcp) was treating the patient with lyrica, but the lyrica made the patient sick and caused nausea and didn't help at all. It was indicated that at first the hcp put the drug on ¿real high¿ up to ¿0.7¿ but the hcp lowered it down friday (B)(6) 2017 and now it was ¿0.5.¿ it was stated that the patient was immune to the medication but did improve a lot from the pump, per the consumer. It was also reported that the patient wanted the pump removed as the patient¿s hcp dismissed the patient and now the patient couldn't find an hcp to manage and treat. Physician listings were requested. No further complications were reported.